Manufacturer narrative:
Additional information: d9, h3, and h6 the reported events were high pacing impedance and inability to extend the lead helix. As received, a complete lead was returned with its helix retracted for analysis. The reported event of helix would not extend was confirmed. Visual inspection found the helix to be clogged with dried body fluids. After cleaning the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension was within product specification. The cause of the reported event was isolated to the helix being clogged with blood / tissue. On the other hand, the reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance was noted on the right ventricular (rv) lead. Multiple attempts to reposition the rv lead were conducted but were all unsuccessful. It was then noted that the helix of the rv lead would not extend. A new rv lead was used to resolve the event. The patient was stable with no consequences.